Manufacturer narrative:
Information is unknown.

Event description:
Per complaint (B)(4), after the clinical procedure, a patient experienced implant failure to integrate at tooth position #12. There was no patient injury.